Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that 1 month following the intraocular lens implantation procedure, while looking down, "some parts that look whitish." He indicated that another facility found that the toric lens axis deviated 20 degrees. The patient declined to provide further information.